Event description:
Customer stated that the insulin pump over-delivered insulin and caused a hospitalization due to low blood glucose. The current blood glucose reading is 129 mg/dl. The blood glucose reading at the time of the event was 32 mg/dl. Customer passed out. Hospital treated with glucagon. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.